Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had a full revision surgery that day. The lead was replaced due to high impedance and the generator was replaced for prophylactic reasons. Prior to surgery system diagnostics were run on the patient's old device which showed high impedance, output=limit/lead impedance=high/dcdc=7/eri=no. After the leads and generator were replaced, a system diagnostics test showed proper device function of output=ok/lead impedance=ok/impedance value=2123ohsm/eri=no. The patient was then programmed to output=1.25ma/frequency=30hz/pulse with=500usec/on time=30sec/off time=5min/magnet output=1.5ma/magnet pulse width=500usec/magnet on time=60sec. The explanted generator and lead were returned to the manufacturer on (B)(6) 2012, for product analysis that is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis on the generator was completed. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(6) 2012. The electrode portion of the lead was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During visual analysis the lead coil appeared to be broken in the lead body area of the returned assembly. Scanning electron microscopy (sem) was performed and identified the area as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the coil showed characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Abraded openings found near the break area on the outer and one inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and one inner silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient's device showed high impedance during a system diagnostics test that day. The results of the test were output=limit/lead impedance=high/dcdc=7/neos=no. No normal mode diagnostics test was preformed nor was the device disabled. The patient is being referred for lead replacement and prophylactic generator replacement. The neurologist reported that no x-rays were taken and it is unknown if any trauma or patient manipulation occurred that is believed to have caused or contributed to the high impedance. The patient's last settings were provided as output=1.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=500usec. A battery life calculation was performed with the programming history available which showed 0.68years until elective replacement indicator (eri) shows yes. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.